Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0tyvw, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
It was reported that patient had a fall a couple of week prior to call. The patient could feel stimulation. It was also noted that patient was not getting 50% or better of symptom control. The patient reported that she was having to wear pads and could feel it in her bladder but stated as far as her bowels, "bowels will just go" and had not been real happy with it since it was implanted. It was really gotten bad this last week, patient was constipated and then just went and it was not runny". The patient stimulation was on at 2.9v on program 3. The patient has tried raising it past 2.9 but stated it was uncomfortable. The patient had not tried a different program. The patient then moved to program 4 at 0.0v and raised it up and stated she will keep raising it until she could feel stimulation and will call back if she needs any more help. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.